Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) base lost power, went on battery, then power was restored. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Data logs were reviewed and there were no observations of any errors. The fsr inspected the power cord and the power tray, with no damage observed. The hlm passed all functional testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.